Event description:
Bayer case number: (B)(4). Haemorrhagic periods [heavy periods], persistent cough [persistent cough] , nasal discharge [nasal discharge], severe chills [chills] , shivers [shivers], altered body odour [body odour], vaginal discharge [vaginal discharge] , migraines [migraine], early menopaus [early menopause], overactive bladder syndrome [overactive bladder], chronic fatigue [chronic fatigue] , sleep difficulties [difficulty sleeping], weight gain [weight gain], tinnitus [tinnitus] , dizziness [dizziness] , feeling of drunkenness [drunkenness feeling of] , dry mouth, [dry mouth], cerebral vasoconstriction [cerebral vasoconstriction] , oedema of the hands, ankles and feet [edema limbs] , poor blood circulation [disorder circulatory system] , loosening of the teeth [loose tooth] , gingivitis [gingivitis], teeth sensitivity [sensitivity of teeth], teeth mobility [disorder tooth] , abdominal swelling, [swelling abdomen] , sensation of abdominal heaviness [abdominal discomfort] , bloating [bloating] , excessive flatulence [excessive flatulence] , abnormal and/or irritating stools [abnormal stools], constipation [constipation], balance disorders [balance disorder], memory disturbance [memory disturbance] , difficulty concentrating on simple tasks [concentration impairment] , language disorders [language disorder] , perspiration excessive [perspiration excessive] , trigeminal neuralgia [trigeminal neuralgia] , paraesthesia (tingling in the extremities) [paraesthesia of limbs], nervous tics (fasciculation) [fasciculation] , feeling of heavy legs [heaviness in limbs], hot flushes [hot flushes], burning sensations in the body [burning sensation] , diffuse itching all over the body [itching - generalised] , fibromyalgia-type pain [fibromyalgia] , electrical hypersensitivity [hypersensitivity], sight disorder [visual disturbance], double vision [double vision] , difficulty focusing (seeing clearly), [difficulty focusing eyes] , dry eye syndrome [dry eye syndrome] , vision decompensation with new visual correction [vision correction operation] , joint pain (arms, hands, shoulders, legs, ankles) [painful joints] , chronic tendon pain [tendon pain] , ligament pain [ligament pain] , muscle pain [muscle pain] , back pain [back pain] , neck pain [neck pain] , muscle atrophy (dropping objects) [muscle atrophy] , muscle stiffness [muscle stiffness] , difficulty walking for long periods [difficulty in walking] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 18-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a female patient who had essure inserted (lot no. 945068) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), cough ("persistent cough"), rhinorrhoea ("nasal discharge"), chills ("severe chills"), shivers ("shivers"), skin odour abnormal ("altered body odour"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), premature menopause ("early menopaus"), hypertonic bladder ("overactive bladder syndrome"), fatigue ("chronic fatigue"), insomnia ("sleep difficulties"), tinnitus ("tinnitus"), dizziness ("dizziness"), feeling drunk ("feeling of drunkenness"), dry mouth (" dry mouth,"), cerebral vasoconstriction ("cerebral vasoconstriction"), oedema peripheral ("oedema of the hands, ankles and feet"), cardiovascular disorder ("poor blood circulation"), loose tooth ("loosening of the teeth"), gingivitis ("gingivitis"), hyperaesthesia teeth ("teeth sensitivity"), tooth disorder ("teeth mobility"), swelling abdomen ("abdominal swelling,"), abdominal discomfort ("sensation of abdominal heaviness"), bloating ("bloating"), flatulence ("excessive flatulence"), abnormal faeces ("abnormal and/or irritating stools"), constipation ("constipation"), balance disorder ("balance disorders"), memory impairment (" memory disturbance"), disturbance in attention ("difficulty concentrating on simple tasks"), language disorder ("language disorders"), hyperhidrosis ("perspiration excessive"), trigeminal neuralgia ("trigeminal neuralgia"), paraesthesia ("paraesthesia (tingling in the extremities)"), muscle contractions involuntary ("nervous tics (fasciculation)"), limb discomfort ("feeling of heavy legs"), hot flush ("hot flushes"), burning sensation ("burning sensations in the body"), pruritus ("diffuse itching all over the body"), fibromyalgia ("fibromyalgia-type pain"), hypersensitivity ("electrical hypersensitivity"), visual impairment ("sight disorder"), diplopia ("double vision"), vision blurred ("difficulty focusing (seeing clearly),"), dry eye ("dry eye syndrome"), arthralgia ("joint pain (arms, hands, shoulders, legs, ankles)"), tendon pain ("chronic tendon pain"), ligament pain ("ligament pain"), myalgia ("muscle pain"), back pain ("back pain"), neck pain ("neck pain"), muscle atrophy ("muscle atrophy (dropping objects)"), musculoskeletal stiffness (" muscle stiffness") and gait disturbance ("difficulty walking for long periods"), was found to have weight increased ("weight gain") and underwent vision correction operation ("vision decompensation with new visual correction"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2024. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to cough, rhinorrhoea, chills, shivers, skin odour abnormal, heavy menstrual bleeding, vaginal discharge, migraine, premature menopause, hypertonic bladder, fatigue, insomnia, weight increased, tinnitus, dizziness, feeling drunk, dry mouth, cerebral vasoconstriction, oedema peripheral, cardiovascular disorder, loose tooth, gingivitis, hyperaesthesia teeth, tooth disorder, swelling abdomen, abdominal discomfort, bloating, flatulence, abnormal faeces, constipation, balance disorder, memory impairment, disturbance in attention, language disorder, hyperhidrosis, trigeminal neuralgia, paraesthesia, muscle contractions involuntary, limb discomfort, hot flush, burning sensation, pruritus, fibromyalgia, hypersensitivity, visual impairment, diplopia, vision blurred, dry eye, vision correction operation, arthralgia, tendon pain, ligament pain, myalgia, back pain, neck pain, muscle atrophy, musculoskeletal stiffness or gait disturbance. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 103 kg. [Pathology test] on (B)(6) 2024: supra-umbilical insufflation and supra-umbilical introduction of the 10 mm trocar after syringe tests. Intraperitoneal exploration: the uterus is of normal size, mobility and colour. The appendages are healthy. The liver is healthy. Introduction of instruments via 3 supra-public routes: clotting section (ligasure) of the round ligaments and the utero-ovarian pedicles of the lumbo-ovarian ligaments after identification of the ureters. Opening of the vesico-uterine sac and vesico-uterine dissection. Clotting section (ligasure) of the uterine pedicles vaginal section. Total intrafascial hysterectomy with the tubes. Exegesis of the surgical specimen through the vagina; suture of the vagina with 3 vicryl x stitches 1. Verification of hemostasis; peritoneal hygiene. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Haemorrhagic periods [heavy periods], persistent cough [persistent cough], nasal discharge [nasal discharge], severe chills [chills] , shivers [shivers] , altered body odour [body odour] , vaginal discharge [vaginal discharge], migraines [migraine], early menopaus [early menopause], overactive bladder syndrome [overactive bladder], chronic fatigue [chronic fatigue], sleep difficulties [difficulty sleeping], weight gain [weight gain] , tinnitus [tinnitus], dizziness [dizziness] , feeling of drunkenness [drunkenness feeling of] , dry mouth, [dry mouth] , cerebral vasoconstriction [cerebral vasoconstriction] , oedema of the hands, ankles and feet [edema limbs] , poor blood circulation [disorder circulatory system] , loosening of the teeth [loose tooth] , gingivitis [gingivitis], teeth sensitivity [sensitivity of teeth], teeth mobility [disorder tooth] , abdominal swelling, [swelling abdomen] , sensation of abdominal heaviness [abdominal discomfort] , bloating [bloating] , excessive flatulence [excessive flatulence] , abnormal and/or irritating stools [abnormal stools] , constipation [constipation] , balance disorders [balance disorder] , memory disturbance [memory disturbance] , difficulty concentrating on simple tasks [concentration impairment] , language disorders [language disorder] , perspiration excessive [perspiration excessive] , trigeminal neuralgia [trigeminal neuralgia] , paraesthesia (tingling in the extremities) [paraesthesia of limbs], nervous tics (fasciculation) [fasciculation] , feeling of heavy legs [heaviness in limbs] , hot flushes [hot flushes] , burning sensations in the body [burning sensation] , diffuse itching all over the body [itching - generalised] , fibromyalgia-type pain [fibromyalgia] , electrical hypersensitivity [hypersensitivity], sight disorder [visual disturbance] , double vision [double vision] , difficulty focusing (seeing clearly), [difficulty focusing eyes] , dry eye syndrome [dry eye syndrome] , vision decompensation with new visual correction [vision correction operation] , joint pain (arms, hands, shoulders, legs, ankles) [painful joints] , chronic tendon pain [tendon pain], ligament pain [ligament pain], muscle pain [muscle pain] , back pain [back pain] , neck pain [neck pain] , muscle atrophy (dropping objects) [muscle atrophy] , muscle stiffness [muscle stiffness] , difficulty walking for long periods [difficulty in walking] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 18-dec-2024. The most recent information was received on 08-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a female patient who had essure inserted (lot no. 945068) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), cough ("persistent cough"), rhinorrhoea ("nasal discharge"), chills ("severe chills"), shivers ("shivers"), skin odour abnormal ("altered body odour"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), premature menopause ("early menopaus"), hypertonic bladder ("overactive bladder syndrome"), fatigue ("chronic fatigue"), insomnia ("sleep difficulties"), tinnitus ("tinnitus"), dizziness ("dizziness"), feeling drunk ("feeling of drunkenness"), dry mouth (" dry mouth,"), cerebral vasoconstriction ("cerebral vasoconstriction"), oedema peripheral ("oedema of the hands, ankles and feet"), cardiovascular disorder ("poor blood circulation"), loose tooth ("loosening of the teeth"), gingivitis ("gingivitis"), hyperaesthesia teeth ("teeth sensitivity"), tooth disorder ("teeth mobility"), swelling abdomen ("abdominal swelling,"), abdominal discomfort ("sensation of abdominal heaviness"), bloating ("bloating"), flatulence ("excessive flatulence"), abnormal faeces ("abnormal and/or irritating stools"), constipation ("constipation"), balance disorder ("balance disorders"), memory impairment (" memory disturbance"), disturbance in attention ("difficulty concentrating on simple tasks"), language disorder ("language disorders"), hyperhidrosis ("perspiration excessive"), trigeminal neuralgia ("trigeminal neuralgia"), paraesthesia ("paraesthesia (tingling in the extremities)"), muscle contractions involuntary ("nervous tics (fasciculation)"), limb discomfort ("feeling of heavy legs"), hot flush ("hot flushes"), burning sensation ("burning sensations in the body"), pruritus ("diffuse itching all over the body"), fibromyalgia ("fibromyalgia-type pain"), hypersensitivity ("electrical hypersensitivity"), visual impairment ("sight disorder"), diplopia ("double vision"), vision blurred ("difficulty focusing (seeing clearly),"), dry eye ("dry eye syndrome"), arthralgia ("joint pain (arms, hands, shoulders, legs, ankles)"), tendon pain ("chronic tendon pain"), ligament pain ("ligament pain"), myalgia ("muscle pain"), back pain ("back pain"), neck pain ("neck pain"), muscle atrophy ("muscle atrophy (dropping objects)"), musculoskeletal stiffness (" muscle stiffness") and gait disturbance ("difficulty walking for long periods"), was found to have weight increased ("weight gain") and underwent vision correction operation ("vision decompensation with new visual correction"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to cough, rhinorrhoea, chills, shivers, skin odour abnormal, heavy menstrual bleeding, vaginal discharge, migraine, premature menopause, hypertonic bladder, fatigue, insomnia, weight increased, tinnitus, dizziness, feeling drunk, dry mouth, cerebral vasoconstriction, oedema peripheral, cardiovascular disorder, loose tooth, gingivitis, hyperaesthesia teeth, tooth disorder, swelling abdomen, abdominal discomfort, bloating, flatulence, abnormal faeces, constipation, balance disorder, memory impairment, disturbance in attention, language disorder, hyperhidrosis, trigeminal neuralgia, paraesthesia, muscle contractions involuntary, limb discomfort, hot flush, burning sensation, pruritus, fibromyalgia, hypersensitivity, visual impairment, diplopia, vision blurred, dry eye, vision correction operation, arthralgia, tendon pain, ligament pain, myalgia, back pain, neck pain, muscle atrophy, musculoskeletal stiffness or gait disturbance. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 103 kg. [Pathology test] on (B)(6) 2024: supra-umbilical insufflation and supra-umbilical introduction of the 10 mm trocar after syringe tests. Intraperitoneal exploration: the uterus is of normal size, mobility and colour. The appendages are healthy. The liver is healthy; introduction of instruments via 3 supra-pubic routes: clotting section (ligasure) of the round ligaments and the utero-ovarian pedicles of the lumbo-ovarian ligaments after identification of the ureters. Opening of the vesico-uterine sac and vesico-uterine dissection. Clotting section (ligasure) of the uterine pedicles vaginal section. Total intrafascial hysterectomy with the tubes. Exegesis of the surgical specimen through the vagina; suture of the vagina with 3 vicryl x stitches 1. Verification of hemostasis; peritoneal hygiene. Lot number: 945068 manufacture date:2012-01,expiration date: 2015-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-jan-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.